Manufacturer narrative:
The device is not returning as it was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a sleeve steering issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. It was noted that when the clip delivery system (cds) was inserted and straddled in the patient. When using the m knob, the catheter did not move as intended. The physician believed the blue alignment markers were aligned; therefore, the decision was made to remove the cds. The physician exchanged the cds, and the procedure was performed successfully. Two mitraclips were implanted and the mr was reduced to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue (when using the m knob, the catheter did not move as intended). There is no indication of a product issue with respect to manufacture, design, or labeling.